Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker lost 2 years of longevity when 209 percent of battery used. A request was made to have data from this device analyzed. Data analysis confirmed the power consumption was increasing in a gradual fashion due to hydrogen gas. Device replacement was recommended. As of this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information indicated that this pacemaker was explanted, replaced with the same model and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker lost 2 years of longevity when 209 percent of battery used. A request was made to have data from this device analyzed. Data analysis confirmed the power consumption was increasing in a gradual fashion due to hydrogen gas. Device replacement was recommended. As of this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information indicated that this pacemaker was explanted, replaced with the same model and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker lost 2 years of longevity when 209 percent of battery used. A request was made to have data from this device analyzed. Data analysis confirmed the power consumption was increasing in a gradual fashion due to hydrogen gas. Device replacement was recommended. As of this time, this pacemaker remains in service. No adverse patient effects were reported.